Event description:
Hosp reported that 70 hrs into an extracorporeal membrane oxygenation case (ECMO), the dp-38 bio-probe insert broke. The device was removed from the circuit and replaced with another bio-probe insert. Case was continued with no effect to the pt. However, the pt expired the next day due to multi organ failure with severe inflammatory response and general sepsis.